Event description:
Pt was treated with balloon kyphoplasty for an osteoporotic vertebral compression fracture of t3. The procedure went well with no difficulty in performing the balloon kyphoplasty. In the recovery room the pt had no sensation or ability to move their lower extremities. A post-operative radiograph revealed bone cement in the spinal canal. The pt's spine was decompressed and the bone cement removed. The pt is receiving rehabilitation therapy and has recovered some sensation and movement in their lower extremities.